Event description:
It was reported that the bullet was not seated in the device after deployment. The bullet cannot be located upon inspection and is suspected to be lodged within the device shaft. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.